Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead, near the shock coil the insulation was rubbed through. This damage can be considered as the root cause of noise which was reported in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Due to the insulation damage low impedances could be measured intermittently during the electrical analysis. In the course of the mechanical analysis a stylet was introduced but could not be advanced properly towards the lead tip. Dried body fluids were noted inside the leads lumen. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx. 14 months after the implantation, oversensing was noted. No inappropriate shocks were delivered. During the explantation the fixation mechanism could not be operated, so the lead was detached by full body rotation.